Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper reprocessing and improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the bearings/corrosion, locking components and cable/cord/wiring of the motor device were damaged. It was determined that the hose was cracked, damaged, and had a hole/cut in it, and the locking parts were worn out. It was further observed that the motor and control unit were corroded and damaged, and the device had liquid damage. It was further determined that the device failed pretest for air pump assessment, noise assessment, safety assessment, motor thermistor assessment and loctile and cable assessments. It was noted in the service order that the lever lock was defective. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.